Event description:
Procedure type: sleeve gastrectomy. According to the reporter: there was uncontrolled articulation. This happened more than once inside the pt on its last use. A different idrive system was used to complete the case. There was no effect on pt. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no unanticipated extension for the incision more than one inch. There was no blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).